Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer blood glucose level was 50 mg/dl at the time of incident. Customer also stated that the insulin pump had pump error. Customer was able to rewind the insulin pump after pump error. Customer declined trouble shooting for low blood glucose. The device will not be returned for analysis.